Event description:
The pt reportedly fell and hit his head at the implant site. The pt subsequently experienced intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. The pt continues to be monitored.